Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in a lead revision due to lead dislodgement a few days post implant. This rv lead exhibited high pacing threshold and noise that had caused inappropriate shock. The patient was hospitalized and the rv lead was repositioned successfully. This rv lead remained in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.